Event description:
It was reported that this pacemaker exhibited farfield oversensing. The device remains in service no adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited farfield oversensing. The device remains in service no adverse patient effects were reported. Additional information obtained, patient was seen in office and sensitivity was fixed.